Manufacturer narrative:
Method: (process evaluation): device history record review. Result: visual inspection of the returned product found pieces of both haptics torn off and missing. The lens was returned dry and there was evidence of dark residue on the lens surface. (No failure detected): there was not enough detail provided by the complainant to perform a root cause analysis. There were no documented issues and concerns with the manufacturing and inspection processes which may cause damage or not detect a nonconformance of the lens. Physician report does not indicate that any exceptional event or condition during loading and insertion, except the subjective experience. Conclusion: based on the complaint history, work order search, medical review, device history record review and the product evaluation, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer? No - lens not returned. (B)(4). Method (process evaluation): work order search. Results (evaluation result): a lens work order search was performed and no similar complaints were found within the work order. Conclusion (unable to confirm complaint): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon inserted a 13.2mm micl13.2 implantable collamer lens, -7.0 diopter, but the lens did not feel right. The lens was not fully inserted into the patient's eye and was removed with no patient injury, no incision enlargement or sutures. The backup lens was used. The reporter stated there was no problem with the lens or injection system.